Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that emergency medical services were notified and that they were admitted on (B)(6) 2024 due to hypoglycemia. Blood glucose at time of event was in the 30's mg/dl. User stated they filled reservoir to 300u and after reconnecting to the body they noticed reservoir was empty again. User started noticing sg drop. User drank several glasses of orange juice and [carbohydrates] to try and bring up glucose. Sensor glucose was in the 40's mg/dl. User stated blood glucose was reading 63 mg/dl and 52 mg/dl. Then ems was notified. It was user's first-time attempting reservoir only fill since starting on the pump on (B)(6) 2024. Battery was removed from the pump while at the hospital.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. The customer reported blood glucose value of 30 mg/dl. The event involved product(s) mmt-342, mmt-7040a, mmt-431ag, mmt-1884. Troubleshooting was not performed. Customer requested assistance with pump programming. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-342. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-431ag and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.